Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that foreign matter discharged from the auxiliary water supply channel. It is likely that foreign matter may have remained because the reprocessing deviated from the instruction manual. There was no physical damage at foreign object detection point. It was confirmed that reprocessing was not implemented according to instructions for use (IFU). The event can be detected/prevented by following the instructions for use which state: " inspection of the auxiliary water feeding function." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This device was returned and during evaluation, a foreign material was found in the jet channel. It was found that the device was reprocessed with different procedure from the instruction manual. Other findings include: chip/crack/melting/scratch on the camera cover, crack on light guide lens, and the bending section cover glue was chipped, discolored and lifting. The customer will be re-educated on pre-cleaning steps and manual disinfection steps. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
A user facility returned to olympus this loaner device, evis exera iii colonovideoscope, which was used during a colonoscopy procedure. During evaluation, a foreign material was found on the jet channel. The customer did not use the jet channel during the procedure. The procedure was completed successfully. No delays and no fragments found during the procedure. This report is being submitted to capture the foreign material and problems related to reprocessing found during device evaluation. There were no reports of patient or user harm associated with this event.